Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. An engineering assessment of the incident is currently being conducted and a follow-up report will be sent within 30 days or upon completion of the eval.

Event description:
Gastric band, lap - "per marcia murphy, lap band procedure performed by dr. (B)(6), procedure went as planned. Pt was fine post procedure and was discharged at a normal time. Pt called and complained of trouble moving his bowels on (B)(6). He was brought back to the hospital and a diagnostic laparoscopy was performed. A 3mm perforation was identified in the left colon. A laparostomy was done and the perforation was repaired." "Diagnostic laparoscopy followed by laparostomy. Perforation was repaired. Pt did well and is fine."